Event description:
During use, blood warmer disposable set developed a major leak near the heated ring section. Unit could not be used to transfuse blood. Blood wasted. Delay in providing blood to pt. Disposable developed a leak at the junction of the top of the heating ring and the connection for the red outflow tubing. Unk if this leak is due to a defect in the set or due to improper handling of the set. Device involved did not contribute to the failure, but is being tested for functional specifications. The leaking set will be discussed with the manufacturer to determine if they need to do a failure analysis. Leaking set was returned to the manufacturer (B)(4). It should be noted that during routine use, the area where this leak happened is not visible to the operator due to the physical location of the warming ring on the side of the device away from the operator. The warming ring is also obscured by an opaque door that covers the ring. Possible lots are: 2010-08-03 lea 2010-07-02 llea 2010-01-01 lea 2009-09-04 lea 2009-07-01 lea. Used with fms2000 warmer (B)(4).